Manufacturer narrative:
Three of the 15 patients (unspecified) had subsequent hemi-paresis and further secondary complications (pneumonia, pneumonia plus epileptic fits, pulmonary embolism). [See scanned pages].

Event description:
Journal reference: voges, j.r. Hilker, et al. (2007). "Thirty days complication rate following surgery performed for deep brain stimulation." Movement disorders 22(10): 1486-1489. The article describes a retrospective study of 1,183 patients treated with deep brain-stimulation for a number of conditions. Data was collected from five centers. The goal of the study was to evaluate serious adverse events occuring during the first 30 postoperative days. A number of patient complications were presented in the article. Intracranial hemorrhages caused neurological deficits in 15 patients (leads n=15). Six patients experienced transient symptoms and 9 patients had symptoms that persisted beyond the 30 day study period. Three of the 15 patients (unspecified) had subsequent hemi-paresis and further secondary complications (pneumonia, pneumonia plus epileptic fits, pulmonary embolism). Treatment and outcome information was not provided.